Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and return of the device are in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) review could not be performed as the serial number is unknown. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Bioprosthetic valves are known to have a limited life span as the surgical prosthesis is prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term. The degeneration observed in this case cannot conclusively be determined; however, was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Literature. Journal pre-proof "modified transcatheter hufnagel procedure as a bridge to surgical valve replacement. 2019.pii: s0003-4975(19)31716-3 doi: https://doi.org/10.1016/j.athoracsur.2019.09.084. Edwards learned a 25 carpentier-edwards perimount aortic bioprosthesis was explanted after an implant duration of approximately four years due to structural degeneration. The explanted device with replaced with a 23mm st. Jude mechanical valve. Patient also underwent second time ascending aorta replacement during the procedure. Patient was discharged. This (B)(6)-year-old male patient has a history of nicm, lvef 30-40%, bicuspid aortic valve complicated by coarctation s/p repair (1984), aortopathy s/p repair (05/2006), severe aortic insufficiency (2006), ascending aorta replacement (2006), essential hypertension, gerd, cva (2012), obstructive hydrocephalus. Congestive heart failure, abdominal aortic aneurysm, heart murmur, anemia.